Event description:
It was observed during the device inspection, that the maintenance unit exhibited the power switch plastic cap was torn off. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: d4, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "plastic cap of the power switch is torn" malfunction could not be identified. Olympus will continue to monitor field performance for this device.